Event description:
Caller reported damage to tandem charging cable, which resulted in charging supplies being non-functional. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies, and in the interim, the customer was advised to continue using the current pump until the replacement arrived.